Event description:
It was reported by service report that the foot left siderail was stuck in a down position, and would not raise or lock in the upright position for pt protection due to bent slide rods. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: bent slide rods. Foot left siderail stuck in down position.